Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I am two years e free") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had nearly punctued thru the tube / I am two years e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder injury ("bladder got nicked"), procedural complication ("procedural complication") and adhesion ("lots of adhesions"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, bladder injury and procedural complication outcome was unknown. The reporter considered adhesion, bladder injury, fallopian tube perforation and procedural complication to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian perforation, adhesion, procedural complication and bladder injury. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jan-2020: social media received- previously reported event of medical device removal replaced with newly added event of coils had nearly puctued thru the tube. Additional new events of bladder got nicked, procedural complication and lots of adhesions were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had nearly punctured thru the tube / I am two years e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder injury ("bladder got nicked"), procedural complication ("procedural complication"), adhesion ("lots of adhesions"), pelvic pain ("stabbing pain"), menorrhagia ("heavy bleeding/ clotting") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, bladder injury, procedural complication, adhesion and pelvic pain outcome was unknown. The reporter considered adhesion, bladder injury, fallopian tube perforation, menorrhagia, menstruation irregular, pelvic pain and procedural complication to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: fallopian perforation, adhesion, procedural complication, bladder injury, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media: new event heavy bleeding, irregular cycles was added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I am two years e free") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had nearly punctured thru the tube / I am two years e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder injury ("bladder got nicked"), procedural complication ("procedural complication") and adhesion ("lots of adhesions"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, bladder injury and procedural complication outcome was unknown. The reporter considered adhesion, bladder injury, fallopian tube perforation and procedural complication to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: fallopian perforation, adhesion, procedural complication and bladder injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had nearly punctured thru the tube / I am two years e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder injury ("bladder got nicked"), procedural complication ("procedural complication"), adhesion ("lots of adhesions") and pelvic pain ("stabbing pain"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, bladder injury, procedural complication, adhesion and pelvic pain outcome was unknown. The reporter considered adhesion, bladder injury, fallopian tube perforation, pelvic pain and procedural complication to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: fallopian perforation, adhesion, procedural complication, bladder injury, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. Event added- stabbing pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.